Event description:
Customer reported an issue with the passport 2 monitor display, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of main switch and reseating the spo2 chip. The unit was calibrated and safety tested to factory specifications.